Event description:
It was reported that during a ptca procedure the balloon catheter was inspected and a fray of plastic material was noted on the balloon. The balloon catheter was not used and there was no pt injury reported.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the product was returned with frayed balloon material on the distal taper of the balloon. The inner member was not stretched and the balloon marker was still in place. Sem analysis confirmed that the fray was balloon material. Quality engineering was unable to determine the cause of the fraying. The lack of mechanical damage may indicate some type of chemical degradation in the laboratory possibly allowing the balloon folds to stick to the body of the balloon. Quality engineering has concluded that no corrective action is warranted at this time. As part of quality process, all product is 100% inspected and pressurized for measurements and leaks. In addition, all product is audited and samples are taken for separate reliability inspection and testing to verify that only acceptable product is released. A review of the device mfg records for this product lot and no non-conformities were noted. This MDR is considered closed by the quality assurance department.